Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: when inserting the elbow into the cannula end pieces, the cannula split and cracked which caused the adapter not to be secure. The alleged incident occurred during CPAP therapy on a pt. The cannula was eventually replaced with a new cannula and no other issues persisted. No pt injury reported.